Manufacturer narrative:
Concomitant medical products- model: 694765, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients ICD had triggered recommended replacement time (rrt) approximately one year earlier and the device was now at end of service (eos), and had triggered alerts for charge circuit inactive, charge circuit timeout and excessive charge time. Additionally, the right ventricular (rv) lead had seen a recent increase in sensing integrity counter (sic). The physician stated that the patient is in hospice care and a magnet was currently over device, and that the device will be deactivated/programmed off. The device and lead remain implanted. No patient complications have been reported as a result of this event.